Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited decrease in r-wave amplitude. An x-ray was performed, and it was noted that the slack on the lead had pulled back. The lead was repositioned. The patient was in stable condition.